Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified common femoral artery. After passing a 8.0 x 40, 135cm mustang balloon catheter through the wire by crossover approach, dilatation was performed. However, upon initial inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.